Manufacturer narrative:
(B)(4). The return of the incident sample has been requested, to date, it has not been received for eval. Add'l questions in regard to the incident have been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
The customer reported that during recovery from a uterus biopsy, a nurse noticed that the pt had a 1st or 2nd degree burn on her right thigh. The burn was treated with derman gran.